Event description:
T was reported by the customer that the pyxis medstation es system experienced a failure in the drawer and was unable to recover. The customer reported a delay in receiving the medication (paxil, tantoprazole,valtrex). There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a malfunctioning drawer. A field service engineer cleared obstruction on failed drawer to resolve the issue. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failed. The customer stated that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, d9, f1, f7, g6, h2, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 07-nov-2022 to 06-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. The field service technician cleared the obstruction, tested the hardware test application to resolve the issue. The system functioned as intended after the field service engineer troubleshot the issue.